Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 9081679. The review did not reveal any detected quality issues during the production process that could have contributed to this incident and all visual inspections completed were found to be within specification. To further investigate this incident, one picture sample was received for evaluation by our quality team. Through examination of the picture, our quality team was able to identify a hair-like foreign matter within the product packaging. It has been determined that this incident most likely resulted from improper usage of beard/hair /mustache covers within the production facility. A quality alert has been issued to all applicable personnel to prevent this issue from recurring. Investigation conclusion: bd nogales can confirm the defect with the provided picture. Quality records (intern) have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea rm5785, rm5756 and eurap2053001 were reviewed there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause is probably an incorrect practice to use cover on hair/beard/moustache. Rationale: no ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time only notification with quality alert.

Event description:
It was reported that clear, hair-like foreign matter was found in the bd connecta¿ stopcock packaging before use. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse prepared to open the connecta for connection, she found a clear foreign matter -- suspected hair -- in the package, which was not used for clinical operation."